Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump would not stop priming when performing the prime step. It was noted that the pump did not prime the tubing when the prime issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a review of the pump¿s black box history showed that several ¿no cartridge detected¿ warnings were recorded on (B)(6) 2014. During testing, the piston was not able to detect the cartridge upon the first ¿load¿ attempt. The pump case was removed and a broken solder joint around the force sensor flex pins was observed. Unrelated to the complaint, evaluation revealed that the display was dim and faded.